Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has a medical history of cervical fusion which resulted in their left neck pain. It was reported that the patient had never received coverage to their left neck area since they were implanted on (B)(6) 2013. The patient therefore stated that they had decided not to use or recharge the device for the past two years. There were factors reported that may have contributed to the issue. The patient stated that there was no further diagnostics/troubleshooting performed. The last programming scheduled was noted to be on (B)(6) 2015. The patient stated that they agreed to a replacement with their doctor. The replacement occurred on (B)(6) 2019 and the customer discarded the explanted ins so it would not be returned for analysis. It was indicated that the issue was resolved at the time of the report. The rep indicated that they would provide follow-up after the patient¿s post-operative appointment was scheduled.